Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were having trouble with accidents and"something hurt" for about 15-20 seconds when they tried to increase stimulation. Caller then said they disconnected the patient programmer (pp) from the ins and the pain went away. During the call, the patient connected to their ins which showed stimulation was on and they were on program 2. The patient thought stimulation was off, they were at 1.5v, and they were on program 3. Caller noted the healthcare provider (hcp) didn't provide any guidance for when to adjust stimulation. During the call, they switched to program 4 and set stimulation to 2.0v where they felt it comfortably in the intended area. As a result of what was reported, the call center instructed the patient to keep a diary of symptoms and stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. They didn't know why stimulation on program 3 and off when they thought it was on program 2 and on, but they noted that it was their fault. The action/intervention taken to resolve the device issue was they received reprogramming on (B)(6) 2019; the device issue is resolved. No further patient complications have been reported as a result of this event.